Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. One (1) device was received, and a visual inspection noted a bent micro switch and cracked tank cover. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device leaks from a crack in the reservoir cover confirming the customer complaint. The root cause was due to overtightening the tank cover screws and/or dropping the device. This issue was escalated to a supplier non-conformance notice and occurrence is being monitored via trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2020 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the tank cover and micro switch. Performed preventative maintenance (pm).

Manufacturer narrative:
Additional information: b5 and h6 - health impact codes.

Event description:
Additional information was received confirming no patient involvement.

Event description:
It was reported that the warmer was leaking from the reservoir. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.